Event description:
User facility reported difficulty passing the suction catheter through the tracheal tube holder. Replacement of the tracheal tube was required. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.